Manufacturer narrative:
The returned device was evaluated and performed as designed. No issues were found that would indicate the pod was not delivering insulin. There was no evidence that the cannula was not properly inserted, however this could not be determined. The pod was found to have terminated in an occlusion alarm, a safety feature not considered a malfunction. The root cause of the occlusion could not be determined. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient's blood glucose reached 380mg/dl while wearing the pod on her abdomen for longer than 48 hours. Treatment included correction boluses, an injection, and removing the pod. The patient stated that she felt the cannula on her skin/poking and it did not feel right. The device was returned for evaluation.